Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue. The sp performed the extended self test (est) and identified the unit failed est with a diagnostic code (exhalation auto zero solenoid not operational). Based on the code, sp replaced the exhalation sensor printed circuit board assembly (pcba). The unit passed all calibrations and tests per manufacturer specifications at the time of service. One exhalation sensor pcba was returned for failure investigation. The part was visually inspected with no faults or damage observed. The exhalation sensor pcba was attached to the test ventilator and powered up. The unit powered up normally and no errors were recorded in the diagnostic logs. During est, the unit failed the circuit pressure test portion of est. After a thorough investigation, this failure was traced back to a faulty autozero solenoid (so1). Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The cause of the event was isolated to a faulty autozero solenoid (so1) on the exhalation sensor pcba. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator generated a ventilator inoperative message. The ventilator was not in use on a patient at the time of the reported event.